Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 05dec2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the unit flow sensor was out of range. The customer reported there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 11jul2019. Date rec¿d by MFR:10jul2019. The philips field service engineer (fse) confirmed the flow sensor was out of range. The philips field service engineer replaced the flow sensor and keypad overlay and performed verification test. The unit passed all tests and now back in service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.